Event description:
A report of a central corneal ulcer was received. The consumer visited their eye care provider after experiencing an unspecified problem with the left eye. During a slit lamp exam, white spots were identified on the contact lens and fluorescein corneal staining was observed. Additional info indicates that small scratches were identified on the eye as well as a small scar on the cornea. The scar was located centrally and may possibly be an infiltrate. The consumer was instructed to discontinue lens wear for five days. At the follow-up appointment, no staining was observed and contact lens wear successfully resumed. Additional info received on 07/03/2014 from the ecp indicating the staining was central.

Manufacturer narrative:
The complaint sample was received for evaluation. As the complaint sample was received opened, the reported difficulty could not be confirmed. A manufacturing investigation is in progress. A follow-up medwatch report will be submitted upon completion of the investigation. Internal control number: (B)(4).